Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep was asked to clarify the statement that a lead was loose or something, they responded no, the impedances were cleared. To resolve the issue they changed to another program where the therapy limits weren't locked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
They put in the second one (ins), and that that one maybe worked for a little while but then it stopped working so the patient stated they put another implant in it one more time but it didn't work so that's when they gave up and they had to have their spouse turn the ins off and they hadn't used it since. The patient stated they just "lost confidence."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1z2yb. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the therapeutic results have gradually gotten worse. They said that about 1.5 months before their call in may they noticed a return of symptoms but had not mentioned that in the previous call. The patients said that the symptom control was better in (B)(6) however noticed a gradual return of symptoms in august. Patient said they change pads 2-3 times during day and getting up at least two times at night. Patient has two implants, both on right side for bladder issues. The patient said they are comfortable with the top device but saw the picture of telephone on the bottom device the day of the call when they tried to make an adjustment. Per the patient the bottom device is the newer device. When asked the patient said they have not had any changes in diet or fluid intake. The patient mentioned that 6-8 weeks ago they fell down the steps and hurt their left hip opposite of the implants. The patient wanted assistance adjusting the second implant since it had the warning screen. During troubleshooting the error message did not come up and the patient adjusted settings. They were going to monitor symptoms now that a change was made and adjust again if needed. Additional information was received from the patient. They reported that the patient noticed a little bit of improvement, but they aren't able to increase the setting. Patient services reviewed icon meaning and it sounded like the patient was receiving the upper limit screen. Patient services reviewed how to change programs and the patient successfully changed and increased stimulation to where they could feel it. The patient was going to monitor symptoms for a few days. Additional information was received from the patient. They reported that the patient's fall did not affect the device in any way. No further complications were reported. Additional information was received from the patient. They reported that they were trying to adjust their device for bladder. They got new batteries. It was noted they had 2 implants one is further up, one further down; they are on top of one another. The tried to increase and got the upper limit icon. They were redirected to their doctor to see if it could be increased higher or to have a program added. The bottom one was on program 3 at 4.1 volts. The tried to increase and got the upper limit icon. They switched to program 2 and got the upper limit message at 1.0 volts. They said they used to be the poster child for the device, they were struggling to find the sweet spot for quite a while. They stated the last few days they had not been getting the results they knew they could have. Additional information was received from the patient. The patient met with the manufacturer representative (rep) at the healthcare provider (hcp)'s office last wednesday, (B)(6) 2020. The rep adjusted her numbers for the device. Patient talked to the rep earlier today because she wasn't getting that much results. They are not sure what the problem was. Patient has two device that are on the same side. The rep suggested adjusting the numbers on the upper stimulator. Patient said the rep spent lot of time with her last wednesday because had taken a fall and had to reconnect something. She checked the system with her equipment and she said she corrected the problem. The leads were loose or something. Patient said her return of symptoms started several weeks ago. She knew she wasn't getting the results the devices can give her. Patient got a new doctor and she met her for the first time last week. On the call, the patient was on program 3 at 1.6 volts. Patient tried to press the more icon and she got the upper limits icon. The issue was not resolved through troubleshooting. The patient was redirected to the healthcare provider (hcp).